Event description:
"Arthrodesis with the ilizarov device after failed knee arthroplasty". Author: rami david, md et al., ortho blue journal, 2001. According to the study, thirteen patients with failed total knee arthroplasty (tka) due to infection (12 patients) or aseptic loosening (1 patient) underwent arthrodesis using an smith and nephew ilizarov external fixator. It was documented on the paper that 5 patients had pin track infections, these were successfully treated by local wound care including relaxing skin incisions under local anesthesia, debridement and parental administration of cefazolin.

Manufacturer narrative:
It was reported from a literature review that the patient presented pin site infection which was treated by local wound care including relaxing skin incisions under local anesthesia, debridement and parental administration of cefazolin. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2001. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue.